Event description:
Medtronic received information that a patient treated with 2 ped2 pipelines had complications. Source document reported the following findings on the day of index hospital discharge: hematuria and positive test for uti. Antibiotic was given - rash on abdomen and back possibly due to drug reaction. Steroid cream was prescribed - femoral dissection: possibly access site, conservative follow up atrial fibrillation which was resolved and medication was not prescribed at this moment due to risk of hemorrhage. Planned to wait for 2 weeks after stroke event on (B)(6) 2024. No other information was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there ll aes now reported by the site. Uti: hematuria and leukocytosis. Rash was reported to be due to antibiotic for uti. No action was taken for rash. Femoral access site injury was assessed to be probably related to the staged procedure. Conservative approach for femoral access site injury. Two events of uti. First on (B)(6) 2024, treated by zosyn. Second uti started on (B)(6) 2024 and treated by nitrofurantoin. Rsh (mobiliform drug eruption) was started on (B)(6) 2024 and assessed as related to zosyn. No action was taken since zosyn was already discontinued. Agitated delirium started on (B)(6) 2024 and treated by trazodone nightly and encouragement of normal wake-sleep cycle. Minor femoral access site injury started on (B)(6) 2024 and was assessed as related to staged procedure. Conservative approach. Atrial fibrillation was not reported by the site as an ae. Per site, a fib is a pre-existing medical condition.